Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the customer was unable to unlock the pump display. Additionally, it was reported that the battery was rapidly depleting and the wake button was not working. Troubleshooting was unable to be performed due to the touch screen issue. The customer's blood glucose was 167 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. Based on the analysis, the alleged battery and touch screen issues could not be verified. Additionally, a different issue was identified.